Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted arcing damage to the device's seal plates; the jaw seal plate was burnt; the top and bottom jaw's overmold were also damaged and deformed; and, there was no missing piece on the overmold. The evaluation found that the damage to the jaw and overmold was consistent with grasping a metal object during activation. The damage to the seal plate prevented the device from activating and completing its seal cycle properly. It was reported that the device did not activate when keyed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device did not activate; it just did not work when connected and tested. Another device was used and worked successfully. There was no patient involved. The medtronic's initial evaluation of the incident device found arcing damage to the device's seal plates. The jaw seal plate was burnt. The top and bottom jaw's overmold were also damaged and deformed. There was no missing piece on the overmold.